Event description:
Customer reported that the nurse intended to hang methylprednisolone 500 mg/100 ml ivpb with 24 hr duration = 4.167ml/hr. Instead of programming in gr the user selected drug calc, entered a drug amount of 500 mg with a diluent volume of 100, selected no for weight based, then entered 4.167 as the dose rather than the rate, which resulted in a rate of 7 ml/hr. No pt harm or med intervention was reported. Although requested, no additional info was provided.

Manufacturer narrative:
MFR's report date: 06/27/2014. (B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. Devices not received, log review only. The customer does not allege a device malfunction, but has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.